Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had a blank lit black screen when turned on. There was no patient involvement.